Event description:
It was reported that there was a change in the patient¿s stimulation. The patient had loss stimulation and during an impedance test, there was high impedance of >10,000 on all 8 electrodes on one lead. The cause of the impedance issue was not determined and the issue was not resolved, but one of the lead was related due to high impedance. No pictures were taken to determine fractures at that time and only impedance testing were done. The patient was alive with no injury at the time of this report. The patient was doing well and receiving some therapy. She had coverage of pain area but it was not as good as when both leads were working. The patient was going to have a prialt trial in the near future to see if the prialt pump would work for her pain. At that time she was going to determine what she would like to do with the stimulator based on whether the prialt trial would be successful or not.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (b)(40, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).